Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a positioning pin from a double barrel drill guide with short pins broke off during an unknown surgical procedure. The fragment remained in the plate as confirmed via an intraoperative x-ray. The plate was removed, the pin retrieved, and another plate was inserted. During same procedure, a second drill guide was found to have a bent pin. The procedure was delayed approximately fifteen (15) minutes due to this issue, but was ultimately completed successfully. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two antegra double barrel drill guides (part sd312.010, lot 5776843) were returned for the pins bending and breaking. A one-level sacral antegra plate (part 04.103.143, lot 9814542) was also returned with a 6.0mm cancellous screw (part 04.201.024) locked in one of the plate holes. It is unlikely the plate or screw contributed to the complaint. The pin breakage/bending may be a result of manipulating or impacting the drill guide during use. Replication of the complaint condition is not applicable and the complaint is confirmed. Per the technique guide, sd312.010 is a modified version of 03.161.048 which is an instrument in the antegra system used for anterior fixation to achieve fusion in the lumbosacral spine. The sd312.010 contains a double barrel for drilling and screw insertion. One drill guide was returned with a pin broken while the other drill guide had a pin bent. During use, an awl is inserted into a threaded sleeve and then placed through the drill/screw guide to perforate the cortical shell of the vertebral body. Impaction may be necessary during this process. Off-axis impaction may have caused the pins to break or bend as seen in the complaint. Product drawings were reviewed during the evaluation. The pins are pressed into the guide block components and tig welded. No design issues were noted. The in-tact pins were also checked with the returned plate holes and found to fit as intended. Further investigation is not being conducted on the plate and screw as there are no complaint allegations against the parts. Impacting and manipulating the drill guide may have caused the pins to bend and break. The technique used with the device is not known and so a definitive root cause could not be determined. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: two (2) parts were manufactured on august 8, 2008. Material record reports (mrr) were generated for this lot, but all pieces were dispositioned as ¿use as is.¿ all parts were 100% visually inspected with no visual non-conformances detected. All raw material used to manufacture this lot have been reviewed and no issues were observed. Review of the device history records showed that one of the mrrs generated during the manufacture of the product could have contributed to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).